Manufacturer narrative:
A correlation between the device and the reported patient expiration could not be conclusively determined. Evaluation of the pump, upon disassembly, did not reveal any depositions within the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 9 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The patient was found dead at home with the pump running. The device was reportedly working as intended. The cause of death remains unknown. No further information was provided.